Event description:
On (B)(6) 2010, the patient reported "those buttons can be a pain" regarding the up and down buttons of the infusion device. He stated the buttons were hard to press. He did not recall an instance where the buttons did not function at all. At the time of the reported both buttons functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.